Event description:
During a low anterior resection procedure, the rotation knob became loose at the first firing, and the staples malformed. Another device was used to complete the case. No patient consequence.